Event description:
The manufacturer sales rep reported that the device had red grease/fluid inside the lumen found during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales rep reported that the device had red grease/fluid inside the lumen found during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.